Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the system was explanted due to infection. Patients condition was stable following the procedure.